Event description:
It was reported the electrical cord emitted a spark.

Manufacturer narrative:
It was reported the electrical cord emitted a spark. Examination of the cord revealed a break at the entrance to the strain relief area near the switch. Although this is not a statistically significant complaint and may be due to misuse or failure to follow instructions on the part of the consumer, we have initiated the following corrective actions: after consultation with our vendor regarding this issue, we re-designed our electric cord and strain relief in an effort to reduce the stress at the point where the flexible cord enters the rigid switch housing; additional remedial action included the conversion to a previous vendor who has historically been able to produce a cord-set providing even more durability. We will monitor this issue in a continuing effort to reduce similar complaints in the future.